Event description:
Epidural tubing disconnected twice at the filter. Found by rn. Md notified and she reconnected the filter with the tubing. The second disconnect was noticed after the patient delivered. Rn reports these filters often have to be taped to stay connected. In this case the filter was not taped. The patient maintained adequate pain control. Packaging and filter not saved.